Event description:
I ordered four of the "free" covid 19 tests and was sent binaxnow, covid-19 antigen self test. The lot number 200211, with an expiration date of 06/24/2023, is not on the table as being extended. I don't see any 2xxxxx numbers on there. Can you please clarify when these test would expire with the extended date? Reference reports: mw5146952, mw5146954, mw5146955.